Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The customer reports that when performing the procedure, it is leaking at the connector, so he discards the part and takes another one to continue. Add info received on 19 aug 2025 is there any impact on the patients? If yes, please explain in detail. Delay in procedure (20 min approx). Could you please confirm the date the event occurred (dd/mmm/yyyyyy)? 01/aug/2025.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383532 and lot number 5003783. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.